Event description:
It was reported that an implantable neurostimulator (ins) had loss of stimulation and therapeutic effect, caused stimulation in unexpected areas, caused muscle cramping, and caused increased bowel activity. Starting three months after implant, it was reported that there was sudden loss of therapeutic effect. It was reported that there was no known accident or incident that occurred prior to the loss of therapeutic effect. Stimulation was only felt initially and was comfortable. Later it was reported that there was never therapeutic effect and frequency of urination at night had increased from rate prior to implant. Then it was reported that in the morning there was urinary frequency, but 'when sitting down and not moving around it seems to work, however, when moving around it doesn't seem to help.' When the program was changed and the stimulation increased, and it was reported the sensation was moving between the vaginal area, waist, and upper hip. It was reported that changing positions, both when she bent over and when she crossed her left leg over felt like something is 'poking' her in her left leg. It felt like, 'someone is gently poking her or tapping.' Cramping in the left leg was reported, as was increased 'charlie horse-like pain in her calf and foot.' 'She has always been prone to these, but, 'when she got the stimulator, these got worse.' Urinary frequency continued and it was reported that she, 'may have a bladder infection and will be contacting her doctor.' It was also reported that the stimulation is affecting her bowels and that this started since she got the implant, 'she hasn't kept track, however, so she isn't sure.' 'All of a sudden, therapy is now affecting the bowels and she is going to the bathroom all day long.' The patient believed the ins was on (but did not check it with her patient programmer,) 'because it is affecting her bowels, but patient does not typically feel stimulation' it was reported that therapy was intermittent, 'was okay for a couple of days, then stopped working and seemed to adversely affect her bowels.' Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient received assistance and her concern was resolved. The patient had appointment on (B)(6) 2012. It was also reported that the patient had to turn the stimulator off for a surgery on (B)(6) 2012. The surgery was not related to her device. The patient was inquiring how to turn her programmer back on. It was noted that the patient was scheduled to take out her catheter on (B)(6) 2012. The stimulator was turned back on, but patient did not feel stimulation and she "never does." She only felt stimulation when she sat in a chair. Reprogramming was done 2 weeks prior to the date of this report. The patient was on morphine.

Manufacturer narrative:
Product ID 3889-28, lot# v915103, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).